Event description:
It was reported that during the implant surgery of this inflatable penile prosthesis (ipp), the cylinders initially functioned properly during testing, with successful inflation. However, after implantation, the cylinders failed to deflate despite multiple troubleshooting attempts. Efforts to manually move the puppet forward, squeeze the sides of the pump block, and fold cylinders like an ambicor were unsuccessful. The cylinders remained fully inflated, preventing their removal from the corpora. Ultimately, it was necessary to cut the tubing from one cylinder to drain the implant and remove. The procedure was completed with another cylinder set. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end and middle of the cylinder from sharp instrument. Second cylinder had a hole in the middle of the cylinder from sharp instrument. Leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end and middle of the cylinder. Second cylinder had a leak from sharp instrument in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were found, the pump passed the leak and functional test. Based on the information available and analysis results, the allegation of a deflation issue is unable to be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the implant surgery of this inflatable penile prosthesis (ipp), the cylinders initially functioned properly during testing, with successful inflation. However, after implantation, the cylinders failed to deflate despite multiple troubleshooting attempts. Efforts to manually move the puppet forward, squeeze the sides of the pump block, and fold cylinders like an ambicor were unsuccessful. The cylinders remained fully inflated, preventing their removal from the corpora. Ultimately, it was necessary to cut the tubing from one cylinder to drain the implant and remove. The procedure was completed with another cylinder set. There were no patient complications.